Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with a powerled device. As it was stated, the plastic plate with name of the device was chipping off. There was no injury reported however we decided to report the issue in abundance of caution as the particles falling off into sterile field or during procedure might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. During the investigation it was found that the issue investigated herein appears to be a single isolated event. Manufacturer requested the parts return however they were never returned from the market for inspection. The most likely root cause would be a mechanical stress after mounting. Indeed, if there is a negative gap between the plate and the groove after mounting a stress could occur and as the pmma is not flexible at all it can break. Nevertheless, as it was not possible to get back parts for checking, this statement cannot be confirmed to be the definitive root cause. We believe the related devices are performing correctly in the market. We also believe it likely that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(6) 2019 maquet sas became aware of an issue with one of devices- powerled. As it was stated, the particles of plastic were chipping off. There was no injury reported however we decided to report the issue in abundance of caution as the particles falling off into sterile field or during procedure might be a source of contamination. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer rerference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number (B)(4).